Event description:
Information received by medtronic indicated that insulin pump had critical block and inverse critical block did not add to zero alarm. The customer was able to clear the alarm but did not receive request to rewind pump. Insulin pump had passed self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.